Manufacturer narrative:
(B)(4). G2: foreign: belgium. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial procedure that after impacting the liner, a burst/crack appeared in the ceramic liner, the surgery was completed with a second device. No foreign body was left in the patient, all pieces were retrieved. There is no reported harm or injury to the patient, however this malfunction has caused a serious injury in the past. Due diligence has been completed for this complaint; to date all available additional information has been received.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 corrected: h6 the liner was returned for investigation, and the event was confirmed. A visible fracture line runs from the bearing surface, across the rim and taper, ending at the backside of the liner. Metal transfers are evident on one side of the taper, but absent on the other. Additional metal transfers are also present on the bearing surface and the backside of the liner. A review of the device manufacturing records confirmed no abnormalities or deviations. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.